Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery of the right leg. A 20mmx3.50mm ion¿ stent was deployed to the target lesion. However, upon removing the delivery system, the transition between the rapid exchange in monorail part broke. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There was blood in the inflation lumen and balloon. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip was not damaged. The distal and proximal end of balloon had the appearance of having been slightly inflated, suggesting that the balloon was subjected to slight positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found a shaft break at the port bond skive of the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery of the right leg. A 20mmx3.50mm ion¿ stent was deployed to the target lesion. However, upon removing the delivery system, the transition between the rapid exchange in monorail part broke. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was okay.